Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer mentions scratches on the screen of the device. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they will send the product back for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. The insulin pump was monitored for several days with 2.0u basal rate and no motor error alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.